Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with complaints of shortness of breath. During interrogation the atrium was capturing the ventricle. The chest x-ray confirmed that the atrial lead was dangling in the ventricle. The lead was explanted and replaced successfully. The patient tolerated the procedure well and would be followed normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.